Event description:
The wife of a male pt contacted lifecor customer support to report that one of the pt's battery packs is not charging properly. The green led is on the charger and the red "battery pack fault" led is flashing. When support questioned how much remaining charge, the battery pack currently in the monitor has, she removed it from the monitor and placed it into the charger, where it immediately showed the same leds as the suspect battery pack. The pt's battery packs and charger were replaced for eval.

Manufacturer narrative:
Device MFR dates: battery pack - 12/2006, battery charger - 01/2006. Device evaluation summary: device evaluations of battery packs, and battery charger have been completed. The reported problem was confirmed. Battery packs were rec'd with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received replacement battery packs and charger.